Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture and oversensing of noise also observed on the ra channel. The system was reprogrammed to vvir and no intervention will be performed as the patient will continue to be monitored. The cause of the impedance issue has not been determined and the device continues to remain implanted and in service. No adverse patient effects were reported.